Event description:
It was reported that and error message was observed during attempts to interrogate this implantable device. A boston scientific (bsc) technical services consultant provided troubleshooting techniques with the caller. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for product and event details. No information has been received at this time. This investigation will be updated should further information be provided.